Manufacturer narrative:
The insulin pump passed self test and displacement test, no unexpected low battery alarm noted and the sleep currents are within specification. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery on the insulin pump. Customer's blood glucose level was 6.0 mmol/l. Customer replaced the battery on the insulin pump ten times and continued to receive low battery alarms. Customer was unable to check the alarm history or get the insulin pump to work. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.